Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number:03.010.112, synthes lot number: 4786968, supplier lot number: n/a, release to warehouse date: 13oct2004, expiration date: n/a, manufactured by synthes brandywine. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the holding sleeve with locking device (part: 03.010.112, lot: 4786968) was received at us customer quality (cq). Visual inspection of the complaint device showed the captivation nut was missing. No other issues were identified. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing components. Document/specification review: the following drawings were reviewed during the investigation (current and manufactured): holding sleeve no design issues or discrepancies were noticed. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the received device due to the definitive finding of a missing components. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that the holding sleeve was missing a piece. There was no known patient or hospital involvement. This report is for one (1) holding sleeve with locking device. This is report 1 of 1 for complaint (B)(4).